Manufacturer narrative:
Device evaluation: no device is expected to be returned for investigation. A follow up report will be submitted when the evaluation has been completed.

Event description:
A physician reported that a patient returned after initial placement of the dialysis catheter because the catheter had moved from its initial location. While the surgeon was moving the catheter, it broke in two pieces at the cuff. The catheter pieces were surgically removed. The device was replaced with a competitor's device. The implant date was not provided. Attempts were made to get more clinical details, but the physician requested not to be contacted further. No further harm or injury to the patient was reported.